Event description:
Procedure: lap ventral hernia repair. According to the reporter: the hernia mesh tore post op after patient started vomiting. The patient was a body builder and had 4 previous repairs. The surgeon put in extra sutures to secure the mesh due to this. The surgeon had to re-operate on the patient as they had an immediate recurrence. The mesh was removed and replacement mesh was implanted. The patient was reportedly doing well.